Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, after receiving the instrument, during first use the surgeon in the process of cauterization of the area the current was also above the insulation of the cautery area. Where the hook meets the shaft. There was no patient injury or death, the incident was noticed during use but verified post use with insulator tester, the device has been cleaned. On 26jun2017 the customer also reported the issue was the device is having an electrical current coming from insulated area above hook. Where shaft and hook meets. There was no patient injury or intervention, the laparoscopic cholecystectomy was completed as planned. The customer was asked how the device was tested post use and this was not answered.

Manufacturer narrative:
(B)(4). One (1) unknown device was returned for evaluation. Evaluation of the device by the in- house repair lead technician and the quality engineer could not confirm the reported failure because the device was clearly not a dtouch2 endo-right angle dissector as reported in the complaint but an unknown device that was not a bd ¿snowden pencer line product. Visual inspection of the device revealed that the product received was not the one stated in the complaint ((B)(4) - dtouch2 endo-right angle dissector) and the product lot number on the device (80254) is not consistent with the product numbering system at the bd tucker facility. The lot number on the device is 5 digits as opposed to our current 6 digit lot numbering system. Since the returned product is not a bd product we cannot conduct a root cause investigation of this device. Bd will continue to trend and monitor all reported issues. As this was not a bd product, the initial MDR was reported in error.